Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the as returned product identified minor wear and debris about the implant threads, vent and collar. The product matched print specifications where measured against drawing pd-tsvtb10 rev b. No pre-existing conditions were noted on the per. The reported product was located on tooth # 5 and used for approximately 2 years. The customer has returned an x-ray of the implant, which shows that the implant is nearly perpendicular to the maxillary arch. The bottom of the implant is confirmed to have moved into the sinus cavity. DHR review was completed for the subject lot number 63505374. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63505374) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (relocated into sinus, inflammation & edema) or product (tsvtb10). Therefore, based on the available information, physical device malfunction has not occurred. However the reported event was confirmed based on review of the returned x-ray.

Event description:
No further event information available at the time of this report.

Event description:
Additional information received confirmed that implant migrated into the sinus loosing its integration after few years of placement.

Manufacturer narrative:
Additional information confirmed that implant was relocated into the sinus cavity after few years of placement. Implant was removed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative

Manufacturer narrative:
(B)(4).

Event description:
It was reported a sinus perforation due to an implant (tsvtb10) did not integrate and migrated into the sinus. Inflammation and edema was also reported. Tooth location 5.